Event description:
This rv lead was explanted and replaced due to lead fracture. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2018 - we were notified that this lead was capped, not explanted.the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced due to lead fracture. No adverse patient events were reported.